Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the oxygen sensor. The ventilator passed self-testing.

Event description:
The customer reported that the ventilator's oxygen readings were out of range. The ventilator was not on a patient at the time of the event.